Manufacturer narrative:
Analysis of the pump found motor gear train anomaly, corrosion and/or wear and/or lubrication. Analysis of the pump also found motor gear anomaly stall due to gear wheel 3. Analysis of the pump also found pump alarm anomaly and resonator anomaly. (B)(4).

Event description:
It was reported that there had been a motor stall and the pump was subsequently replaced. It was also noted that a dye study had been performed because it was felt that the pump was not working properly.

Manufacturer narrative:
Concomitant products: product ID 8709pto, lot # j0058233r, implanted: (B)(6) 2001, product type catheter; product ID 8578, lot # n157725, implanted: (B)(6) 2009, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.